Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient experienced redness and irritation at the ipg pocket site. The physician assessed that the patient developed an infection due to the flooding of hurricane harvey, as contaminated water came into contact with her incision site. The patient underwent a revision procedure wherein the ipg and a competitors lead were explanted. The patient was also prescribed antibiotics. The physician did not suspect any device malfunction. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.